Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. This report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that, on an unknown date, the nail was broken at the blade nail interface. The nail was 10 months old. No further information is available. This report involves one unk - nails: tfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, d10, g4 and h4 corrected: d1, d2a, d2b, d4 (catalog, lot number, expiration date, primary UDI number), g1, h1 and h6 (impact code) h3, h4, h6: the product was returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna fem nail ø12 le 130° l420 timo15 was broken across the blade insertion hole, fragments were returned for evaluation. The edges of the fracture section do not indicate any signs of material issue, only smoothed out areas, most likely due to constant friction between the pieces before removal process. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional inspection was not performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 le 130° l420 timo15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: manufacturing location: monument manufacturing date: 24-aug-2022 expiration date: 01-aug-2032 part number: 04.037.263s, 12mm/130 deg ti cann tfna 420mm/left- sterile lot number: 1486p85 (sterile) lot quantity: (B)(4). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 895p373 lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, ns673827 rev a met all acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree lot number: 1169p11 lot quantity: (B)(4). Part number: 21127, timoagri16.00 lot number: 917p083 lot quantity: (B)(4). Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.